Manufacturer narrative:
Occupation: administrator/ supervisor - manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure. The fluid lumen had a flush bag attached but could not be aspirated. The fluid lumen was not patent, so a radial artery was used as the alternate arterial source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 67.8cm from the iab tip. The technician was unable to aspirate the iab due to the inner lumen kinked. The optical fiber was found to be broken, confirming the reported sensor failure. The inner lumen was kinked confirming the reported difficulty to aspirate. We are unable to determine when the findings may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).